Manufacturer narrative:
Continuation: 511212 lead, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient recently suffered sudden cardiac arrest (sca). A post-operative interrogation of the cardiac resynchronization therapy defibrillator (crt-d) after implant of a catheter-based miniaturized ventricular assist device showed the right atrial (ra) lead possibly exhibiting undersensing on presenting electrograms (egm). It was unable to be determined if this was a true lead issue or a junctional rhythm post-procedure as the presenting rhythm showed atrial pacing occurring during the qrs complex and no atrial sensed signal. The interrogation also showed that it was unable to be determined if the right ventricular (rv) lead was capturing due to the patient's underlying rhythm interfering with the patient's lower rate pacing settings. A decrease in the measured r-wave amplitude trend was also observed. The crt-d and both leads remain in use. No further patient complications have been reported as a result of this event.